Event description:
It was reported that on (B)(6) 2025, a 8mm amplatzer septal occluder was chosen for implant using a non-abbott delivery system. During procedure, the device had a cobra deformation when it was deployed. The deformed device was never released from the delivery cable while inside the patient. There was report of interaction with cardiac structures during deployment and there was no report of report of any angulation/kink noticed with the delivery system. A new 8mm amplatzer septal occluder was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
Na. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported device deformation could not be determined. It is possible that the procedural conditions could have contributed to the device deformation. However, this can not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.